Manufacturer narrative:
The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the repair request device the following defects were found, video connector/case cracked, air/water leakage from the universal cord/video cable, and objective lens adhesive peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for chipped adhesive part. Upon inspection and testing of the customer returned device, the scope objective lens adhesive was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors or handling. Olympus will continue to monitor field performance for this device.